Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the regulator set point of cardiosave intra-aortic balloon pump (iabp) did not reach the specified value and was unstable. The event was found by getinge fse during pre-delivery inspection. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. The complaint record is being cancelled as the event does not meet the definition of a valid complaint as per complaint handling procedure. Revert all sections to blank: b-adverse event or product problem, d-suspect medical device, e-initial reporter, g-all manufacturers.

Event description:
N/a